Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s first name is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports they were unable to achieve primary stability with the tsvt6b13 implant. Tooth site # 18. Site was grafted prior to placement.